Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 090955 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 090955 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 090955 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a blood sample tested with the alere determine hiv 1/2 ag/ab combo. (B)(6) while another test done at different facility ((B)(6)) indicated approximately (B)(6). There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown.